Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported the implanted lead had protruded through the patient's skin approximately two weeks after a procedure (reported in MFR# 3006630150) to reposition the lead. The physician assessed the lead had been placed close to the skin and had exited through the incision with the patient's movement. The patient underwent a revision procedure where the lead was repositioned and did well postoperatively.